Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was not stable post operative. The surgeon felt a posterior stabilize (ps) was a better option for this patient.